Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -13/2/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (0s) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation (unknown whether vault was low), it was reported that repositioning resolved the problem. For status of the eye (sign/symptoms): "resolved" was reported. Per study investigator, the cause of this event was related to the device. For additional information the reporter stated "per medical monitor of note, lens power calculation recommended by staar was tmicl 13.7, -13.00/2.0/080. However, the doctor chose to go with the tmicl 13.2."

Manufacturer narrative:
B5 - per updated email, problem is resolved. Claim# (B)(4).

Manufacturer narrative:
B5- per updated information "as of (B)(6) 2021, lens rotated again and subject had increased cylinder to baseline (2.75 vs. Baseline 2.25). Sle: rotated icl @ 087 (83 degrees of rotation). Claim # (B)(4).